Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during a gastroscopy (therapeutic procedure) using the subject device. The user facility replaced the subject device with another device. The intended procedure had been slightly prolonged, but was completed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4)) for evaluation. In the evaluation, (B)(4) confirmed that there was the evidence of the ingress of fluid inside the endoscope connector of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, there was the possibility that the ingress of fluid might have resulted in the disappearance of the endoscopic image. If additional information is received, this report will be supplemented.